Event description:
Caller states the pt tested 34 mg/dl and 126 mg/dl on the inform system within 10 mins. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.